Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetes clinic visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the diabetes clinic with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (594 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include flu-like illness, frequent urination, high ketones and dehydration. The healthcare professional (hcp) treated the patient with insulin, applied a new pod and gave them back-up insulin. The patient was discharged on the same day.